Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to claim that on (B)(6) 2013 patient experienced discomfort during use. At the time of the call, patient reported being fine. No medical intervention was required.